Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13h10049. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the event on the same day. The treatment was not reported. Three days later, the patient was discharged from the hospital. Dianeal therapy was ongoing. The patient recovered from this peritonitis event. No additional information is available. This is report 1 of 4 for this event.